Manufacturer narrative:
No similar complaints have been recorded for md355, lot 2506201. DHR has been reviewed, no discrepancies noted. Retention samples were reviewed, no discrepancies noted. Samples were returned, samples show the defect. Potential root cause, extra ink was placed on the printing plate, as the ink spec is in the same place, on multiple filters. Manufacturing supervisor has been made aware of the complaint. Complaint will be closed as confirmed. No further action will be taken at this time.

Event description:
Dealer reported that customer stated there were black spots on filters and rejected trays several times.